Event description:
It was reported that the patient was having seizures on the evening of (B)(6) 2014. The health care professional (hcp) changed the pump to minimum rate that evening. The hcp had reduced the dose to 150 mcg/day with the new pump after surgery. The hcp was not sure if the seizures were due to baclofen withdrawal, overdose or something else unrelated but want the pump set at minimum rate as of (B)(6) 2014. The pump was used to infuse gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).